Event description:
The pt's mother reported that the pump's piston did not stop and dispensed fluid during the load step.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed zero force loss of prime warnings and "no cartridge detected" warnings. An "ezprime" operation was performed with no loss of prime warnings duplicated.